Event description:
Related manufacturer report number: 2017865-2022-06244. It was reported during in clinic follow up that the atrial and right ventricular leads exhibited high capture thresholds with loss of capture. Both leads were explanted successfully. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events of high capture thresholds and loss of capture were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. Electrical testing, visual assessment and imaging of the lead did not find any anomalies except for procedural damage.